Event description:
It was reported that at refill, there was 14 ml of drug in the reservoir. The expected reservoir volume was 3 ml. No pt symptoms were reported. The pump was explanted and replaced. The pt was doing well with the new pump. The drug contained in the pump was not reported.